Manufacturer narrative:
Device used for off-label indication. Indication device used for was alzheimer's disease. (B)(4).

Event description:
It was further reported that the headache with nausea and vomiting was attributed to the implant procedure itself. The patient was prescribed anti-emetic treatment as well as pain medication, which resolved the event. The patient was discharged on day four.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced post-operative headache with nausea/vomiting. The patient was treated with medication and underwent extended post-operative hospitalization. The reporter stated that the issue was resolved.